Event description:
It was reported that a patient received a system error (se) 2240 (air in set/line) during use of the homechoice machine. This event occurred while the patient was connected. The technical services representative assisted the patient in clearing the alarm. The patient mentioned that there was fluid leaking from an unspecified location. During the troubleshooting it was found that the patient used a sharp object to open the carton. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Use error - sharp object used to open carton is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs to ¿open the packaging of the disposable set by hand. Do not use a knife, scissor, or other sharp objects to open the packaging.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.